Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 0143855. D.4. Medical device expiration date: 4/30/2025. H.4. Device manufacture date: 5/22/2020. D.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/15/2021. H.6. Investigation: one photo and one loose 5ml syringe with an opened blister pack from batch 0143855 (p/n 309646) were received and evaluated. In the photo, the syringe contained 2ml of clear fluid inside. It was observed there was a lengthwise crack in the barrel, outside the grad lines extending from the 0.6ml to the 3.8ml marking. The cracked barrel defect was rejectable per product specification. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that medicine leaked through a crack in the bd luer-lok¿ syringe sterile, single use barrel while infusing. The following information was provided by the initial reporter: "medication in a syringe (made up in pharmacy) leaked through a crack in the barrel of the syringe during infusion on a syringe pump to patient. Unable to get lot number as syringe was loaded in pharmacy, transported to unit and then set up on syringe pump for infusion. Syringe only leaked when pump was infusing. Crack visible on side of barrel.".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medicine leaked through a crack in the bd luer-lok¿ syringe sterile, single use barrel while infusing. The following information was provided by the initial reporter: "medication in a syringe (made up in pharmacy) leaked through a crack in the barrel of the syringe during infusion on a syringe pump to patient. Unable to get lot number as syringe was loaded in pharmacy, transported to unit and then set up on syringe pump for infusion. Syringe only leaked when pump was infusing. Crack visible on side of barrel."